Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient stated, " have been waiting for their replacement device for 10 months, their body is deteriorating daily, and they have been unable to function either at work or at home. The patient stated that both he and his physician have provided priority documents indicating the urgent need of a replacement device, and that he has been directed by his physician to discontinue use of the affected device". There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. After further review, this report is now being filed as an adverse event instead of a product problem. Section h6, health impact code was updated. The device has been returned to the manufacturer, but evaluation has not yet begun. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient stated, " have been waiting for their replacement device for 10 months, their body is deteriorating daily, and they have been unable to function either at work or at home. The patient stated that both he and his physician have provided priority documents indicating the urgent need of a replacement device, and that he has been directed by his physician to discontinue use of the affected device". There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The device has been returned to the manufacturer, but evaluation has not yet begun. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient stated, " have been waiting for their replacement device for 10 months, their body is deteriorating daily, and they have been unable to function either at work or at home. The patient stated that both he and his physician have provided priority documents indicating the urgent need of a replacement device, and that he has been directed by his physician to discontinue use of the affected device". There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code and conclusion code grid has been updated.